Event description:
After additional review, it was noted that when the patient was having withdrawals, the patient experienced a heart rate of 150 or 160 and a temperature over 103 degrees fahrenheit.

Event description:
The patient was never having therapeutic effect. A "few years ago" the patient's catheter was repositioned. Prior to receiving their pump, the patient could walk across a room with the use of 2 canes and had bladder and bowel function. The patient now could no longer walk and had lost bladder and bowel function since having the pump implanted. The patient's hands had also "crippled up" following the implant. The patient visited their physician to address their frustration with how the pump was working. The physician indicated that anything greater than "600 mcg was really high" and recommended a dye study. The healthcare provider (hcp) was however unsuccessful with three attempts to aspirate, and determined that they could not perform the dye study. The hcp instructed consultation with a surgeon as the pump needed to be replaced. The patient was referred back to their managing healthcare provider. A pump refill was scheduled; however a physician indicated that a refill did not need to be done. A pump refill date was missed. A critical pump alarm occurred approximately (B)(6) 2012; and the physician's office was aware the pump was alarming. The volume in the patient's pump was below the recommended volume to maintain adequate infusion; and the pump was further noted as being dry. The patient was shaky on (B)(6) 2012 and had spasms through the night. On (B)(6) 2012 the patient had a seizure and went by ambulance to the emergency room (ER). The patient was admitted on (B)(6) 2012, and was in the intensive care unit due to withdrawal. The patient experienced increased baseline spasticity. The patient later had another seizure that night. Testing was performed on (B)(6) 2012 and they were able to flush the pump. They however believed that the pump was working intermittently. The hcp decided a rotor test did not need to be performed. The patient was transferred to a rehabilitation hospital on (B)(6) 2012. A physician later came to the rehabilitation hospital to perform a pump refill on (B)(6) 2012. The patient's condition improved since the pump was filled, however they were still trying to get his spasms under control. The patient's pump dosage was increased 5% (from 1200 mcg) on (B)(6) 2012. The patient was scheduled to return home on (B)(6) 2012. The patient planned to continue to work with their physician until care could be established with an alternate hcp, as it was believed the pump was working intermittently. It was reported as being unknown if there had been previous volume discrepancies. Drug delivered via the device was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n172202006, implanted: 2008-(B)(6), explanted: unk; catheter model: 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).